Event description:
Boston scientific crm received information that a red alert was issued for this implantable cardioverter defibrillator (ICD) indicating high shock impedance >125 ohms. Impedance was 70-75 ohms at implant and has varied since. The device was programmed distal coil to can. Technical services (ts) discussed delivering a commanded 1.1 joule (j) shock and a maximum energy shock to test the integrity of the system. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.